Event description:
It was reported that on (B)(6) 2018, a 25mm trifecta gt valve was implanted during an aortic valve implantation. On an unknown date, a 31mm epic valve was implanted during a mitral valve implantation. In (B)(6) 2024, the patient was hospitalized due to heart failure, aortic regurgitation, and mitral regurgitation. On (B)(6) 2024, the trifecta valve was explanted as there were two torn cusps. The trifecta valve was replaced with a 25mm non-abbott aortic valve. On the same date, the epic valve was explanted as the leaflet had wrinkles and was not able to properly maintain coaptation. The epic valve had regurgitation due to wrinkles on the leaflet. The epic valve was replaced with a 31mm non-abbott mitral valve. The patient status was reported as stable.

Manufacturer narrative:
Explant due to heart failure, aortic regurgitation, mitral regurgitation and leaflet tear was reported. The investigation found that there were tears on all leaflets but there was no inflammation or calcifications. The sewing cuff was intact and there was essentially no pannus formation. There were mild degenerative changes to the leaflet tissue in leaflet 3 including a denatured appearance of the collagen at the tear site. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate mild degenerative changes including a denatured appearance to the collagen at the tear site, which could have contributed to the formation of the tear.

Event description:
It was reported that on (B)(6) 2018, a 25mm trifecta gt valve was implanted during an aortic valve implantation. On an unknown date, a 31mm epic valve was implanted during a mitral valve implantation. In (B)(6) 2024, the patient was hospitalized due to heart failure, aortic regurgitation, and mitral regurgitation. On (B)(6) 2024, the trifecta valve was explanted as there were two torn cusps. The trifecta valve was replaced with a 25mm non-abbott aortic valve. On the same date, the epic valve was explanted as the leaflet had wrinkles and was not able to properly maintain coaptation. The epic valve had regurgitation due to wrinkles on the leaflet. The epic valve was replaced with a 31mm non-abbott mitral valve. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.